Event description:
It was reported that the patient had "scabs" where the leads were placed in 2006. There was blood and "a little fluid" coming from the "scabs". The patient was concerned it was "brain fluid leaking out". The patient noticed the "scabs" six months prior to the report, but forgot to mention it to her physician at the follow-up visit at the time. The patient status was reported to be good. Additional information reported removal of the both dbs leads secondary to wound erosion and suspected infected complication. The implantable neurostimulator and both extensions were left in place. The plan was to replace the leads in approximately six months.